Event description:
It was reported that the syringe disconnected from the bd phaseal¿ injector luer lock n35 during use, causing vectibix to leak through it. The following information was provided by the initial reporter, translated from french to english: "we have a preparation of vectibix 100mg 5ml, we pierce the vial with a protector of the bd phaseal system. To balance the pressures in the vial, we take air into the syringe, put the injector on and connect the syringe with the vial. We introduce the air, the balloon inflates. Upon disconnection, the syringe disconnected from the injector, causing the vectibix to flow through the injector."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2002115, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified, all critical dimensions were verified to be within specification. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. Medication was successfully withdrawn from the vial, then disconnecting the injector from the protector. This process was repeated three times , in all cases the product functioned properly, and no issues with the connection between the injector and mating components were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe disconnected from the bd phaseal¿ injector luer lock n35 during use, causing vectibix to leak through it. The following information was provided by the initial reporter, translated from french to english: "we have a preparation of vectibix 100 mg 5 ml, we pierce the vial with a protector of the bd phaseal system. To balance the pressures in the vial, we take air into the syringe, put the injector on and connect the syringe with the vial. We introduce the air, the balloon inflates. Upon disconnection, the syringe disconnected from the injector, causing the vectibix to flow through the injector".